Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that this occurred once during a routine check of their device and then again when they were programing the modem for their device. There was no patient use associated with the reported event.

Manufacturer narrative:
Of the initial medwatch report indicates: event date ¿ 01/23/2019 of the initial medwatch report should indicate: event date ¿ 01/24/2019 additional information: physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the device unexpectedly loss power. Physio replaced the power pcb assembly, battery wire harness, and battery pins as a precaution. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer was using modems during the event. The modems were returned with the device and was processed and subsequently returned to the customer. Physio was unable to confirm if the reported issue was caused by the modems or the customer¿s device. The root cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that this occurred once during a routine check of their device and then again when they were programing the modem for their device. There was no patient use associated with the reported event.